Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. There was no device malfunction associated with the event. A follow up MDR will be submitted if additional information is received. System logs were not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax afterward. The procedure was completed as planned with no delays. The patient complained of chest pain. The pneumothorax was discovered via chest x-ray, and its size was 4 centimeters. The target lesion was located in the pleura of the peripheral right upper lobe. The patient required chest tube placement and a hospital stay for 2 days, then was subsequently discharged home. The physician believed that the pneumothorax would have likely occurred via another modality due to the location of the target lesion. The physician reported that the ion product caused or contributed to the pneumothorax; however, there was no device malfunction associated with the event.